Event description:
Burn (very red) - burn from my spine to my groin [thermal burn], lining of her stomach been damaged [gastritis erosive]. Blood leaking into stomach [gastric hemorrhage]. Vomiting blood [hematemesis], vomiting with like coffee grounds in [hematemesis]. Blisters [blister]. Uncomfortable [discomfort]. (Burn) very red [erythema]. Skin is raised [skin swelling]. Not eating (or sleeping) [anorexia]. Not (eating or) sleeping [insomnia]. Case description: a consumer reported that her friend, a female consumer 70 years of age used thermacare heatwraps, back, size s/m wrap, one application, once only, for one and a half hours in 2008, and experienced a burn, blisters, discomfort, red skin and skin swelling. It was reported that the consumer had worn the product in the afternoon for an hour and a half, but then it became uncomfortable and so she had removed it. She noticed the burn that evening and in the morning had called a doctor as she was unable to rise. The doctor had suggested using e45 hydrocortisone cream to treat her symptoms. The reporter stated that the burn was very red and that the skin was raised and that there was a cluster of small blisters. Medical history: no information was provided. Concomitant medication: no info was provided. The case outcome was: not recovered/not resolved. No further information was provided. Two days later, the consumer was contacted by consumer relations. The consumer stated that she was suffering from a big burn from her spine to her groin. The consumer stated that she had not previously used the product. Medical history: no information was provided. Concomitant medication: no information was provided. The case outcome was: not recovered/not resolved. No further information was provided. Four days later, the initial reporter recontacted consumer relations. She stated that the consumer had got a doctors consultation day after original date, and that on the following day, the consumer was visited by a district nurse. The reporter stated that the consumer was vomiting blood and was not sleeping or eating. Two days later, the consumer was visited by an out of hours doctor, who gave her anti sickness pills and strong pain killers. The reporter stated that the consumer was visited by her gp the following day who called for an ambulance. The consumer was hospitalized the next day. Medical history: no information was provided. Concomitant medication: no information was provided. The case outcome was: not recovered/not resolved. No further information was provided. One day later, consumer relations contacted the consumer's neighbor (the initial reporter). She stated that the consumer's burn reached "from her belly button round her side towards the back but not as far as her spine". She stated that the doctor at the hospital had said that the vomiting was caused because the lining of her stomach had been damaged and that there was blood leaking into her stomach which caused vomit containing what looked like coffee grounds. She went on to state that the doctor had attributed these events the consumer experienced to the burn from the pad. Medical history: no information was provided. Concomitant medication: no information was provided. The case outcome was: not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Batch lot number provided by reporter. Batch retain investigation has been expedited and results are pending. We have requested product from the consumer via letter correspondence. Once product is received from the consumer, we will proceed with device evaluation.